Manufacturer narrative:
Additional information was received and reported that there was partial erosion of the device from the pocket for the third time. The device was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient and clinician that the device had "moved," "migrated" towards the patient's armpit and was repositioned. The physician noted that "this was [a] generator pocket erosion." "The skin was still intact, but it was very thin." The physician was concerned about "potential contamination;" therefore, the device was removed and placed in a submuscular pocket. The patient was placed on antibiotic therapy. The device migrated a second time and was repositioned to a sub-mammary location. No further patient complications were reported as a result of this event.